Manufacturer narrative:
Product analysis: the tip of the drill bit has broken off ~9mm from the end. The broken off portion was not returned for analysis. The diameter of the drill at the level of the breakage conforms to print specifications. The hardness of the drill bit conforms to print specifications. Under microscopic review, the tip of the drill bit appears to have been sheared off from torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent the streamlined surgery technique at c5-c6 due to cervical c5-6 disc herniation. Intra-op, the rail cutter broke and the twisted tip was seen under the microscope in the vertebral body. The fragment was retrieved and nothing left in the patient. No patient complications were reported as a result of the event.